Manufacturer narrative:
Investigation is still in progress.

Event description:
It was reported that the surgeon had difficulty detaching the 64mm bayonet on the inserting device from the cup. The cup had to be removed as it had lost press fit and due to this, surgery time was extended.